Event description:
It was reported that patient experienced a vf (ventricular fibrillation) arrest but suffered a cervical fracture. It was noted that a company representative had checked the device and noted that the device worked appropriately. It was noted later that there was pacing spikes that seemed inappropriate and were near the t-wave. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 1156t competitor implantable pacing lead, (B)(6) 2011; 5076-52 implantable pacing lead, (B)(6) 2007. (B)(4).